Manufacturer narrative:
See d2a, d2b, d4, d6a, d10, h4, h6, and h11 the agent reported "the 36 n poly insert would not impact flush on the 8mm spacer used so another poly had to be opened. The first 8mm spacer opened would not sit flush on the stem and the set screw would not thread down into the stem." RMA examination: the reported device was lost/discarded, see attached form. This event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. There was a 30-minute delay in surgery, but the surgery was completed as intended. Another suitable device was available. The device was inspected prior to surgery and found acceptable. Surgical components condition can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The primary surgery was completed successfully. The root cause is the insert would not impact flush on the 8mm spacer. Likely due to an obstruction or false path that led to the use of a new component(s). This is not an event associated with product failure, malfunction, or issue.

Event description:
Complaint - the 36 n poly insert would not impact flush on the 8mm spacer used so another poly had to be opened. The first 8mm spacer opened would not sit flush on the stem and the set screw would not thread down into the stem, there was a 30 minute delay in surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available